Event description:
On 10/31/96, a laboratory technician at the account splashed lyse reagent into her eye, while pouring it into a container. The laboratory technician was not wearing goggles when she was pouring the reagent. She did seek medical attention and there is no report of injury.